Event description:
A patient reported via social media ((B)(4)) that their pacer was "just a pacing along, apparently." They stated they were holding their breath, and the jerking is the pacer. They wanted to know if it was normal. They had an empty stomach, and that typically happens when their stomach was empty, which was often. They were wondering that was a result of an empty stomach. They state that they were pretty sure that was their stomach being shocked. They still did not feel like eating. The patient stated it was not painful, just very fluttery. The implantable neurostimulator (ins) was indicated for use was not clear at the time of the report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.